Event description:
On (B)(6) 2012 a system error 2240 (air in tubing) was reported by a nurse. The home patient (hp) was a male who was in the hospital. This occurred on a 10.4 hc machine during use. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting, and there were no patient extension lines in use. The patient line had not separated from the transfer set. The patient had not pressed go prior to connecting. A dummy tummy was not in use. The patient had not disconnected prior to the alarm. There were no open clamps on unused lines. There was nothing unusual noted about the supplies and they had not been damaged by an outlet port clamp or an assist device. One of the supply bag connections was loose. The patient started over with new supplies. There was no patient harm reported. The product codes and lot numbers for the cassette and bags was unknown.

Manufacturer narrative:
(B)(4).this complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.